Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless foot switch lost connection. Upon functional analysis fse confirmed the wireless footswitch connection issues. Fse noticed the wi-fi (led) indicator on the wireless footswitch was off and the color of the battery indicator at the time of occurrence was green. As a troubleshooting action, fse tried to synchronize the footswitch with base station, but it did not resolve the issue. To resolve the issue, the fse replaced the wireless footswitch and wfs base station. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system's wireless foot switch was losing connectivity. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.